Event description:
Claims that the pt received 2nd degree burns from the product. The padding side was toward the skin. The pt is being treated with antibiotic lotion for the next 1-2 weeks. Pt complained of itching; upon removal of the splint; found the arm to be extremely red and swollen.